Event description:
It was reported that the insulin pump alarmed motor error. Customer stated that the insulin pump was exposed to an MRI machine. Customer's blood glucose levels were not included in the report. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked reservoir tube lip and cracked battery tube threads.